Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025: the end-user reported multiple hypoglycemia events, including a bg of 30 mg/dl overnight while asleep and a subsequent episode of 60 mg/dl later that evening. During the lows, the user reported cramping, confusion, and temporary loss of vision in the right eye. The lows were treated with liquid sugar, orange juice, and glucose tablets. The ilet continued delivering insulin during one of the lows, which frustrated the user. The user initially stated they would seek emergency care but later confirmed no ems or hospital visit occurred. Bg stabilized after approximately 45 minutes. No product malfunction was confirmed.